Event description:
It was reported by the rep that the (1) tlc55 was used during an appendectomy procedure. It was reported that the surgeon attempted to use the device across the base of the appendix. When he pushed the firing knob forward, it advanced approximately two inches and then locked out. A new instrument was opened and the case completed without incident. There was no consequence to the pt.